Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln unknown unknown kinective neck, pn unknown, ln unknown unknown shell, pn unknown, ln unknown unknown liner, pn 00630504832, ln unknown multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02142 0001822565-2019-02142-1 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: unknown head, pn unknown, ln unknown. Unknown neck, pn unknown, ln unknown. Unknown shell, pn unknown, ln unknown. Unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02142, 0001822565-2019-02144. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left total hip arthroplasty. Subsequently the patient underwent a revision procedure approximately 8 years post implantation due to patient allegations of injuries. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.